Manufacturer narrative:
(B)(4). A partial lead with the pin measuring 13.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when patient presented to the hospital post receiving an inappropriate shock post plugging in an appliance and the device delivered a vibratory notification alert. Upon device interrogation, low, out of range, high voltage lead impedance issue and high voltage lead damage issue was observed on the rv lead. Upon review of the device strips, noise was observed due to a/c exposure. Patient remained in the hospital until lead replacement procedure. After a few days later, prior to pre-operation device check, noise was able to be reproduced on the rv lead via pocket manipulation. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.